Event description:
The customer reported being hospitalized for low blood glucose as a result of over infusion. The blood glucose reading at time of the call was 366mg/dl. The customer stated that his blood glucose was high and discovered a large air bubble in the reservoir. The customer attempted to prime while was connected and over infuse 40 units of insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.